Event description:
Left implant. 2001 slight limp, round tender red area a half centimeter approx 6" above left knee on outer side, weeping clear fluid and unable to heal area. Five mos later limp increasing, red area continues with tiny hard like pieces also coming out of area 2 mos later limp continues to increase with severe pain. Red area continues. Two mos later limping worse. Now unable to hardly walk or put weight on hip. Red area still weeping clear fluid. Pt is now in wheelchair.